Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 1 month and a half, the surgeon performed a washout and revised the poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 12 may 2023: lot: 2116923: (B)(4) items manufactured and released on 12-jan-2022. Expiration date: 2026-dec-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.